Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing a skin flap infection and electrode extrusion. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well after device activation. This is the final report.